Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the top jaw overmold and bottom jaw seal plate were damaged. A piece of the damaged jaw overmold was missing and was not returned. The reported condition was confirmed based on the returned condition of the device. The investigation found arcing damage on the jaw seal plate and overmold. The jaw seal plate was burnt and the side jaw overmold was deformed. The damage to the ligasure jaw and overmold plastic is consistent with grasping a metal object during activation. The investigation identified the root cause of the reported event to be user error. The instruction for use (IFU) states, contact between an active instrument electrode and any metal objects (hemostats, staples, clips, retractors, etc) may increase current flow and may result in unintended surgical effects such as an effect at an unintended site or insufficient energy deposition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during splenectomy, they connected the device to the generator for the first sealing, but sparks flew at the proximal site of the jaws. The surgeon could seal with no problem. The surgeon continued the surgery without change the device. There was no patient injury.